Event description:
The customer observed red cell droplets on the foil of mts gel cards that had been processed on the ortho provue analyzer. Fluid on top of the gel card foil could lead to cross contamination of fluids resulting in erroneous results, which could lead to transfusion of incompatible blood. Erroneous results were not released as a result of this incident.

Manufacturer narrative:
An field engineer (fe) visited the site. The fe indicated that an incorrectly aligned probe led to the presence of fluid on the gel card foil. The fe replaced the appropriate components of the fluidics system and performed the appropriate adjustments to return the analyzer to expected operation.